Event description:
The customer was hospitalized for high bgs and dka. It appears that the customer did not follow the two high bg rule. The customer did not feel well and troubleshooting was not completed.